Event description:
It was reported that during the sigmoid colon resection laparoscopic surgery with robot support, during vascular processing, the bipolar fenestrated grasper (bfg) jaw was misaligned. There was no issue before the case. The bfg was replaced preventively with a new one. No injury to the patient. An analysis of the product found a reportable condition of defective instrument jaws.

Manufacturer narrative:
Device evaluation: medtronic led an evaluation of the returned bipolar fenestrated grasper (bfg), as well as the associated device data and a provided image. Visual inspection of the returned bfg noted no corrosion on the electrical contacts. There was no damage noted on the cables that m anipulate the jaws. The jaws of the instrument were misaligned. There was separation between the spacer and the pulley on one side. Functionally, the jaws were manipulated into multiple positions in order to inspect the cables. The jaws were still able to be m anipulated despite the misalignment. Electrical testing was performed and the instrument was read with no observed failures. Evaluation of the device data indicates that the bfg was attached to arm cart assembly 1 sn: (B)(6). The instrument had a use time of three hundred and twenty-one minutes and use count of three. The jaw closure issue is considered a hardware issue and our current logging architecture doesn't directly track the instrument jaw condition or grasping strength, and there are no errors in the logs that would indicate insufficient holding strength. Review of the provided image notes that the jaws are closed but misaligned. Evaluation of the bipolar fenestrated grasper confirmed the reported condition, however, the investigation concluded there were no a bnormalities that would have caused or contributed to the reported condition; therefore, the investigation was not able to identify a root cause. However, the most likely cause could be traced to defective instrument jaws. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.